Event description:
It was reported that anterior lens vaulting was noted on the pt's right eye approximately four months post implantation. The surgeon performed yag and repositioned the lens, but subsequently explanted and replaced the lens with a different lens. The bcva was 20/20 prior to any interventions. The pt ucva improved after different diopter lens was implanted as a replacement. According to the surgeon pt's vision prognosis is good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.